Manufacturer narrative:
The reported event of diagnostic anomaly was most likely due to programmer software issue. The device interrogation revealed the device was at elective replacement indicator when received. Longevity estimation and battery voltage was found to be within expected limits. The device was tested on the bench. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission in march, her device had an estimated longevity of 1.5 years. The patient's device reached elective replacement indicator (eri) in october.